Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the balloon was leaking during use and could not be used.

Manufacturer narrative:
The reported event was confirmed but the cause is unknown. The evaluation report of the returned sample, submitted by futurematrix interventional, stated that when a new inflation device was attached to the stopcock to simulate inflation, the balloon did not inflate completely and it presented with a leak. The leaky section was inspected under 20x magnification and a small hole was detected right above the portholes on the balloon neck. The small hole appears to be punctured from the outside because the opening is toward the inside of the balloon and not from the inside out. The report also stated that catheters are 100% leak-checked and 100% visually inspected for pinholes and other defects per final assembly md. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "inspection prior to use the x-force balloon dilation catheter is a sterile, single patient use device. Carefully inspect the catheter and the sterile packaging for signs of damage that may have occurred during shipment. Do not use the product if damage is evident."

Event description:
It was reported that the balloon was leaking during use and could not be used.